Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during engineering test/check on (B)(4), 2023, the device was not cutting correctly. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.